Event description:
The lay user/pt contacted lifescan alleging that the product was having the following unresolved power related issue: onetouch ultralink was dropped in water and was reverting to setup mode. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, and have received it. Lifescan will evaluate it, and, if the meter do not pass inspection, lifescan will inform FDA of the results in a supplemental report.